Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Dates of death, event, implant, and explant: estimated dates. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported death cannot be determined. This event was further reviewed by an abbott vascular medial affairs director. In a research paper titled ¿left ventricular reverse remodeling predicts long-term outcomes in patients with functional mitral regurgitation undergoing mitraclip therapy: results from a multicentre registry¿, 184 consecutive patients with fmr were analyzed. No individual patient data is available but the reported mortality and complication rates are within the expected rates in such a high-risk population with heart failure. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. The UDI number is unknown as part and lot numbers were not reported. The additional adverse patient effects and the device issue of single leaflet device attachment/slda referenced is being filed under a separate medwatch reports.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that may be related to the following: single leaflet device attachment/slda, recurrent mitral regurgitation (mr), unchanged mr, hemorrhage, heart failure, medical intervention, surgical intervention, prolonged hospitalization, and death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "left ventricular reverse remodelling predicts long-term outcomes in patients with functional mitral regurgitation undergoing mitraclip therapy: results from a multicentre registry." No additional information was provided.